Event description:
The report stated that there were sparks at the end of the electrode during coagulation on tissue while also using forceps. And there are sparks on the forceps when the electrode was put on the forceps used for coagulation. The sparks were between the forceps and the electrode. A flame occurred at the tip of the instruments. No drape, sponge, etc, caught fire. The flame extinguished on its own. There was no pt injury. They put the electrode on the forceps for coagulation effect on the tissue which was gripped with the forceps. The generator is still in use, and there are at the moment no problems with it. The site reports there was no eschar buildup on the electrodes and/or forceps, but these were being used on fatty tissue. This occurred with two devices using the extended blade electrode. The first electrode is being reported on report# 1717344-2008-00242.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been rec'd for eval. If the sample is rec'd or, if add'l info pertinent to the incident is obtained, a f/u report will be submitted. The use of the forceps with the an es pencil is called "buzzing the hemostat" and is warned of in the IFU for the e14506. The warning states: "some surgeons may elect to "buzz the hemostat" during surgical procedures. It is not recommended and the hazards of such a practice cannot be eliminated". To minimize risk the IFU includes the following "activate in cut rather than coag. Cut has a lower voltage than coag." And "activate generator after the accessory makes contact with the hemostat. Do not arc to the hemostat".